Event description:
It was reported that an unspecified number of an unspecified bd testing tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown per email: during the survey she stated that there are sometimes results that are not consistent with the patient¿s clinical condition. However she is not sure whether it is a bd tube problem. It is not confirmed to be a bd tube problem. No complaints has been made in the past.

Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As there was no sample or photo available for evaluation, a root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd testing tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Per email: during the survey she stated that there are sometimes results that are not consistent with the patient¿s clinical condition. However she is not sure whether it is a bd tube problem. It is not confirmed to be a bd tube problem. No complaints has been made in the past.